Manufacturer narrative:
Follow up has been performed on the patient, customer was not willing to share patient information and no update was provided.

Event description:
It was reported by the sales rep via phone that in the week following a monovisc injection, the patient was diagnosed with pancreatitis. The patient received their injection of monovisc during the week of march 4, but the sales rep could not provide a specific date. The original case was completed successfully with no delay. The sales rep could not provide information regarding the lot number, the current status of the patient, or any additional information. The device was discarded by the customer.